Event description:
Patient was revised to address malpositioning of the glenoid component and the humeral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for the stem part and lot number combination; one prior report for the glenoid part and lot number combination. However, review of the as400 system show that 22 other devices from the reported glenoid part/lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Provided information states the components were not properly positioned to begin with. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.